Manufacturer narrative:
H6. Bd received 10 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "we are experiencing push back with vacutainer, tube is popping off or not staying flush causing the tube to not fill completely. Experiencing push back with vacutainer, tube is popping off or not staying flush causing the tube to not fill completely."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "we are experiencing push back with vacutainer, tube is popping off or not staying flush causing the tube to not fill completely. Experiencing push back with vacutainer, tube is popping off or not staying flush causing the tube to not fill completely."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.